Event description:
A malfunction was reported on the pump, but there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump with instructions to contact support if the issue reappears.